Manufacturer narrative:
Exact date unknown, event date used was the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 20567013. Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 20185050.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. No device malfunction was suspected. The patient underwent an explant procedure. The explanted devices were not returned as they were discarded by the medical facility.